Event description:
Report provided by the end user states that they have a rash on the skin under the wafer. They change the appliance every 3 or 4 days and the end user cleans with soap. The end user was seen by the home health nurse and surgeon. The surgeon recommended an ostomy powder and a different appliance. The end user did not experience any improvement with the use of the recommended products. Alternate product samples have been sent. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.